Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during raster. The cone issue with an intralase patient interface (pi) occurred after laser fired. It was noted that one (1) iflap procedure was replaced and the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record evaluation: a manufacturing records review, labeling review, historical complaint review and non-conformance/CAPA review was performed, there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation per manufacturing records review report, no deviations were issued during manufacturing the pi lot# cc11842. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.